Event description:
The patient reported severe wound pain. The waa was reprogrammed, and the issue was resolved. The body's natural healing process resolved the reported wound pain; no additional medical intervention was required. The patient is now receiving effective therapy using the stimwave system.

Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incident occurring before implanting the device, implanting the device at an off-label location, implanting the stimulator too close to the targeted nerve, and migration have been ruled out as potential causes. The waa was reprogrammed, and the issue was resolved. The stimulator is used to treat pain. The cause of the pain is due to improper programming parameters as the issue was resolved after reprogramming the waa (user error - clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, CAPA is not required. Other adverse events issues rates will continue to be tracked and trended. However, issue: (B)(4) has been initiated to evaluate this late complaint and the potential need for escalation to CAPA.